Manufacturer narrative:
Investigation pending.

Event description:
In early 2009, caller alleged discrepant results compared with the lab. Results as follows:" date: 2008; inratio: 3.3; lab: 6.5. Patient's coumadin was held, then retested was ok. This meter was not used since issue happened. This is considered an adverse event because patient's coumadin was held.